Manufacturer narrative:
The device has been returned. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that patient had an allergic reaction about 3-4 weeks after wearing the device. Patient experienced burning, swollen red lips and tongue along with burning feeling when eating or drinking. Reaction stopped 5 days after stopping device wear. Patient hasn't taken an allergy test.